Event description:
Patient complained of a lot of pain, can't stand, sit, walk can only lie on my back with legs spread, having shooting pains and constant vaginal sharp pains. A revision surgery has not been determined at this time. The monarc was implanted in 2007.